Event description:
Reportedly, on (B)(6) 2025, after the query, the operation was not possible. A restart was performed by removing the battery. When querying again, it took a long time to establish the radio connection. The operation was then possible again.

Manufacturer narrative:
Analysis of the provided expertise files confirmed the reported behavior, buttons are frozen during impedance test. In-depth analysis revealed that this software issue most probably resulted from an inappropriate refresh of the programmer graphical-unit interface (gui) through windows messages (mfc) during the sensing and impedances tests leading to the temporary unavailability of the stop button (sensing test) and a blocked navigation with the results not displayed (impedance test) . This case is retained and utilized for trend purpose.

Manufacturer narrative:
Review of the provided files is still ongoing; results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, after the query, the operation was not possible. A restart was performed by removing the battery. When querying again, it took a long time to establish the radio connection. The operation was then possible again